Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets cannula kinked events on 26-may-2024, 01-june-2024 and 02-june-2024. The event occurred after three hours of insertion. The infusion set was inserted in abdomen. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.